Manufacturer narrative:
The affected lot is not known, therefore, the device history record could not be reviewed but the manufacturer performs a 100% final inspection for this product. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A representative of a clinic reported that during surgery, the handpiece itself does not oscillate correctly and it ejects the scissor tip when operated.